Manufacturer narrative:
The investigation is ongoing pending additional information from the field. If no further information is provided, this record will be closed. If additional information is provided, this report will be updated.

Event description:
Boston scientific received information that an alert was detected with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to high out of range shock lead impedance measurements. Shock lead impedances have been gradually increasing over time from 90 ohms in 2012. There have been no shocks delivered by the ICD. There has been no report of any further actions taken or adverse events. The ICD and rv lead remain in service.

Event description:
Additional information was provided that defibrillation threshold (dft) testing was performed and successful at initial test of 31 joules. The device and rv lead remain in service. No additional adverse patient effects were reported.